Event description:
Sales rep reported that the surgeon experienced knot sliding issues with this fast-fix device during a clinical eval. Bucket handle tear was reported as 30mm within the pt's right knee, medially. Vertical repair was performed within the white portion of the middle of the meniscus. Additional info received in 2004. Sales rep confirmed that the first device was successfully used. The second had the t's implanted however, the knot would not slide resulting in suture breakage. Both t's from this device remain in the pt. The third device used also had knot sliding issues and the sutures were cut free resulting in two addiitional t's remaining in the pt. The surgery was completed using other fast-fix device. A delay of approx 15-20 minutes was experienced. No pt injury was noted.